Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient was having problems "cutting it up" with patient programmer (pp) as they were not able to adjust stim. Patient was having problems emptying their bladder when his sugar level was high or elevated, when his sugar level was down his bladder was fine. Patient sync with pp and setting was p2 @ 1.2v and patient increased stim to 1.5v. Patient forgot how to use pp because they haven't used it in a while. Issue was resolved with patient programmer. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.